Manufacturer narrative:
Date of event: a specific date was not provided. The issue was noted four weeks after implantation, or approximately (B)(6) 2017. If explanted; give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted without complications, in the right eye of a (B)(6) male patient. Four weeks post operation, or approximately (B)(6) 2017, it was noted that the lens was dislocated by one millimeter. Manifest refraction: -1.00 +0.75 x140. Ucva (uncorrected visual acuity): 20/60. Bscva (best spectacle corrected visual acuity): 20/25 -2. Reportedly, the lens was repositioned in a secondary surgical procedure on (B)(6) 2017. The lens was reported being perfectly centered. The patient tolerated the procedure well, and was returned to the recovery room in good condition. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.